Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon alleged the laser placement for a visualase ablation procedure was 5mm inaccurate. Pointmerge with skull fiducials were used for registration. Vertek precision aiming device and non-navigated drill was used to place the laser. Inaccuracy was confirmed with intra-op magnetic resonance imaging (MRI) scan. Prior to laser placement, skull fiducials were accurate but the ear canal displayed 5mm inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site immediately after the reported event, checked-out the navigation system and confirmed registration with demo head was accurate. Software investigation has not been completed.

Manufacturer narrative:
Site used the application in an off label way and was unsuccessful. Software functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.